Manufacturer narrative:
Photo evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: photos received for evaluation. Sample not available. During the investigation process, device history records were reviewed for any discrepancies that might have occurred during production to explain the issue reported, nothing was found.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that after using the 8000hdp vital signs¿ head positioner, the patient getting pressure sores on facial region.